Manufacturer narrative:
(B)(4). N/a.

Event description:
It was reported "after performing aortic balloon counterpulsation catheter placement on the patient, he was returned to the ICU room for nursing care. During this time the device alarmed: iab loop leak. The alarm persisted by replacing the device. After the catheter was replaced, there were no further alarms". Aditional informations states that the replacement cather was inserted in the same origional insertion site. The pateient's current condition is reported as "fine".

Event description:
It was reported "after performing aortic balloon counterpulsation catheter placement on the patient, he was returned to the ICU room for nursing care. During this time the device alarmed: iab loop leak. The alarm persisted by replacing the device. After the catheter was replaced, there were no further alarms". Additional informations states that the replacement catheter was inserted in the same origional insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was supplied 60cc luer-slip syringe. Upon return, the supplied teflon sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The sample was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0064in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut was noted on the iabc bladder; the cut is consistent with contact from a sharp object and was noted at approximately 19cm from the iabc distal tip. No other leaks were detected. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR) , the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Corrected data: section d.4. - unique identifier (UDI)# corrected to (B)(4).